Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, the evaluation found a leak coming from the rubber. In addition to the findings reported in event, the following non-reportable malfunctions were identified: the exera identification chip does not have data; the bending section detached from the distal end; ec test failed; there was a cut on the charge coupler device; the insertion tube had a dent, and dry fluid is dry in the scope connector. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during an unspecified procedure the tip was leaking on the evis exera iii bronchovideoscope. There was no report of patient harm associated with this event. During evaluation of the returned device, there was no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to water invading the scope connector while the user was handling the device which led to abnormality of electronic parts and error message was displayed temporarily. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.